Event description:
The customer states that patient samples processed using the architect cmv igm assay are generating falsely positive results. The customer states that results are negative when samples are sent out of the lab for confirmation testing. No specific patient data was provided. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4): erratic cytomegalovirus (cmv) igg, (B)(6), and rubella igg results. Investigation plan summary: a review of the complaint text indicates the customer observed rubella igg and (B)(6) controls failing. The customer is also experiencing low reactive cytomegalovirus (cmv) igg patient results that are retested negative when sent for confirmation. Even after replacing the sample probe, the issue persisted. The customer also noticed excessive crystal build up around the sample probe wash cup, which continuously returned after cleaning the area. The field service engineer (fse) installed technical service bulletin (tsb) (B)(4) architect software v5.10 installation onto the analyzer on (B)(6) 2009. He replaced and calibrated the reagent 1, reagent 2, and sample probes. The fse removed the syringes to check and clean all the pipettor and tubing connections. No leaks were observed in the pump bay area. He tightened all of the wash zone, pretrigger, trigger valves. The wash zone 1 and 2 aspiration, optics background, trigger, and pretrigger gravimetric tests were performed. All these tests passed specifications. The quality control values were within acceptable ranges. No sample carryover issues were observed during the carryover study. The precision of rubella igg, (B)(6), and cmv igm were within normal ranges. Review of complaint metrics identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, no deficiency identified for this complaint. A malfunction of the system was not identified. After the field service engineer performed a multipoint instrument check and troubleshooting of the instrument, the customer issue has not reoccurred, the instrument has been performing as intended. This is the final report.